Event description:
Additional information received indicates that impedance check revealed high impedance on the lead. As such, the replaced was replaced. Therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention took place wherein the patient's lead was explanted and replaced. The reason for the replacement is unknown.